Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, error e105 and e107 were displayed, image error occurred due to a central processing unit (cpu) failure, dust was adhered inside the main body and deposit was noted inside the video connector receiver. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the visera elite ii video system center exhibited communication error e105. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, and additional information based on the legal manufacturer's final investigation. Additional information was received indicating, the reported issue occurred during an unknown procedure and the procedure was completed successfully with the same device. Based on the results of the investigation, the device had no image due to failure of the camera cable. It was noted, the reported issue regarding ¿e105 representation¿ and ¿video-connector-receiving internal attachment¿ were reproduced. The issue regarding the error e105 and e107 was noted to be due to failure of the led unit, and the issue regarding ¿abnormal imaging due to cpu board failure¿ was due to failure of the printed circuit board. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.